Event description:
The baxter product analysis laboratory determined the homechoice machine system failed returned instrument test/evaluation (rite) testing due to the heater bag failing the performance specification; thereby delivering the fluid out of specification.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational. Internal & external inspections revealed no problems. The device failed the homechoice (hc) return instrument test / evaluation (rite) functional test for heater bag temperature test. The device passed the rite electrical test. Multiple short therapies were performed and completed successfully at the product analysis lab (pal). The rite failure was not duplicated during the evaluation. No failure or malfunction was found with the device that could have caused or contributed to the issue of rite failed heater bag temp. The cause of the rite test failure was undetermined. This rite failure is not recorded in the device logs; therefore, review of the device logs revealed no previous occurrences. A review of the device's service history record was performed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.